Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a hole in their pd transfer set and a subsequent use error resulting in peritonitis manifested by abdominal pain. The patient was hospitalized for the event. The cause of the hole in the transfer set was unknown. It was reported the patient covered the hole with tape to stop the leak. The patient was treated with intermittent intraperitoneal vancomycin (doses and frequencies were not reported). At the time of this report vancomycin treatment was ongoing. On unreported dates, the patient's pd transfer set was changed and the patient was retrained on proper aseptic technique. Pd therapy was ongoing. On an unknown date, the patient was discharged from the hospital and was not fully recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The hole in the transfer set was described as being in the tube. The transfer set was changed on the same day as the onset of peritonitis. The patient was hospitalized six days after the onset of peritonitis. After three days, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient used tape to cover the hole on the transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.